Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant procedure the patient experienced phrenic nerve and diaphragmatic stimulation. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.